Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the motor device and the reported condition that the hose came apart from the drill was confirmed. An assessment was performed on the device which found that the outer hose was disconnected from the swivel, the hose had a hole near the muffler, and the rpm¿s were below manufacturing specifications. It was determined that the condition of the hose being disconnected from the swivel and the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause of this condition was determined to be due to user error. It was further determined that the condition of the low rpm¿s was due to worn out vanes. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the hose of the motor device had come apart from the drill device. During in-house engineering evaluation, it was determined that the outer hose was disconnected from the swivel, the hose also had a hole near the muffler, and the rotations per minute (rpm¿s) were below manufacturing specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.